Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share log was performed and the allegation was confirmed as signal loss. The probable cause of the signal loss could not be determined. The reported event of no readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.